Event description:
The provider states the rear casters stay off the ground. The provider also states when going up a ramp, the chair will lurch to the right with a clicking noise after hitting a bump.